Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar curved scissors instrument got stuck in the cannula and had to be removed along with the cannula, as the items could not be separated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported event. The instrument was returned with the cannula and cannula seal. The tip cover accessory was not returned with the instrument. During failure analysis, the instrument was fitted with a new tip cover accessory and was able to be inserted through the cannula and cannula seal with no issues found and no resistance felt. Failure analysis investigation also found the following damages: small parts of the orange pad printing material was missing from the tube extension. Note: this observation was made prior to installing the new tip cover accessory referenced in the above paragraph. It was concluded that the pad printing damage was likely due to mishandling/misuse. The banana plug at the back of the instrument housing was broken and detached. The banana plug had a bent plug head. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's tube extension with the pad printing removed found during failure analysis investigation could cause or contribute to an adverse event, if to recur.